Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: biomet femoral head. Event: this was used in conjunction with depuy product in this patient.

Event description:
Patient was revised to address instability and poly wear.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address instability and poly wear. Doi unk - dor (B)(6) 2013 (right hip). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. A singular x-ray was provided but does not confirm this report or identify a root cause. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy liner was implanted with a competitor manufactured femoral head. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.